Event description:
Device history record was reviewed, no issue has been found. Device history log was reviewed and event cannot be confirmed, data embedded in history log is insufficient to confirm the reported event. Indeed, syringe piston alarms triggered at the reported date but the infusion volume was low. The device was returned to our laboratory for analysis. Upon reception, the device was submitted to some tests in order to confirm the reported issue. The results of the tests are conforms. No syringe piston alarm triggered and no rapid delivery happened. However, it has been observed that the pusher arms of the device are soiled and the maintenance date has been exceeded. The reported event could not be reproduced and was not confirmed by our laboratory. The root cause of the event is probably due to usability (maintenance overdue). To our knowledge this complaint is not being related to patient safety. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "the injectomat agilia was connected to a patient in the intensive care unit during the night of (B)(6) 2023. The drug "noradrenaline" was administered, with a delivery rate of 11ml/h. The injectomat went into syringe plunger malfunction during operation. The nurse in charge restarted the device by pressing the green button. The device then began rapid delivery (as in bolus delivery) and the patient was administered an overdose." Additional info received: "the effect was an immediate rise in blood pressure to 250mmhg. The patient is doing well, after the incident appropriate measures were initiated by our physicians." Reporting as a conservative measure due to the referenced issues. No serious injuries as a result of the rise in bp were reported. More information is needed to complete the investigation.